Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while attempting to deliver a correction bolus. Customer's blood glucose (bg) level was 290 mg/dl. Customer went to emergency room (ER) with bg of 210 mg/dl. Manual injections were administered. After 5 hours, customer left the ER in stable condition. Bg was 135 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.